Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit had a cracked display. There was no patient involvement.

Manufacturer narrative:
Updated sections: b4, g3, g6, h10, h11. Corrected sections: b5.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit had a cracked display. While performing a procedure in the cath lab the customer rotated the overhead monitor and smashed it into the monitor of the iabp. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fse replaced the display to resolve the issue. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service. The removed display was returned to failure analysis and testing dept. For evaluation. The failure analysis and testing dept. Received the display with a reported unit failure of a smashed display. An overhead monitor had smashed into the display. A visual inspection was performed of the display and verified that the display was damaged (smashed). Retaining the display in the failure analysis and testing department per procedure.